Event description:
Customer reports via phone that they are experiencing multiple problems with this syringe. Connector tubing keeps blowing off tip, or does not connect correctly. They notice that there is contrast around the threads after an injection, like a leak in the connection. They experience on a daily basis at least 50% of the luer lock nuts will strip and they can not disconnect the injector connector tubing. They use a boston scientific connector tubing, part number unk. Injection rates are 13ml rate for a volume of 34ml to 39ml, with a 1000 psi limit.

Manufacturer narrative:
MFR report: root cause identified: no specific root cause was identified, given that no sample was received. Conclusions: device history record was reviewed and does not show evidence of any abnormal conditions within the mfg process. Corrective actions: no corrective actions were assigned; once a sample is received, a formal failure investigation will be carried out.